Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tip of instrument broke off in middle of case. Surgical delay - 16-30 minutes - the patient was under general anesthesia case type: tha.

Event description:
Tip of instrument broke off in middle of case. Surgical delay -16-30 minutes-the patient was under general anesthesia. Case type: tha.

Manufacturer narrative:
Reported event: an event regarding alleged "crack/fracture" involving a trident driver shaft was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: CAPA 04-0004 performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. Ecn 00246 was implemented on (B)(6) 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant). Device not returned.